Event description:
The customer received a questionable antibodies to tsh receptor (anti- tshr) result for one patient sample. The initial result was 2.18 iu/l. The repeat results were 36.8 iu/l and 1.78 iu/l. The result from another analyzer was 1.18 iu/l. The result of 36.8 iu/l was believed to be erroneous and was generated using the last of the reagent in the pack. It was stated results were reported outside the laboratory, but information concerning the specific result reported was not provided. No adverse event occurred. The reagent lot number was 17878300 with an expiration date of 11/29/2015. The field service representative checked the analyzer and adjusted the mixer and probe positions. He cleaned and checked the probes and checked the mixer cleaning water and the syringe connector. No problem was identified. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided data, general reagent, instrument or preanalytic issues could not be identified. A reagent pipetting problem due to the low reagent volume was a potential cause.

Manufacturer narrative:
This event occurred in (B)(6).